Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer stated that he changed the logic board but he was still getting the error code 210.5020 failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he didn't need to replace the logic board. I also explain to the customer that he needed to replace the display board in order to correct this error code. The customer said ok. And ended the call.